Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) of 40 mg/dl was recorded by continuous glucose monitor (cgm) at 11:47 pm. Cgm alert 1 (cgm low alert) was annunciated. Prior to the low bg, user made bolus requests while still having insulin on board (iob). There were no erratic basal rate adjustments. Making bolus requests and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen was cracked; cause was not known. Customer's blood glucose (bg) level was approximately 50 mg/dl and cause was unknown. Customer addressed low bg by ingesting glucose tablets. Recommendation was made to consult with healthcare provider regarding diabetes management. Reportedly, customer continued to use the pump for insulin therapy as the pump remained responsive.